Event description:
It was reported to philips that the system was unable to boo up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that system unable to boot up. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and customer reported a stand movement problem. The customer later believed the emergency off switch had been pressed, tripping the system and ups breakers. They reset the system breaker but called facilities to reset the ups. The issue could not be resolved remotely, so the rse opened an onsite work order. The philips field service engineer (fse) checked the system onsite and found that ups was in alarm, restarted the ups but issue persisted. On further troubleshooting, the fse also found ny x11 fuse has no power in r cabinet. The fse also found 1spc in the l-arm is shorted. To resolve the issue, the fse replaced fuse, replaced 1spc freq drive and ran calibrations. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.